Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, a "device malfunction" occurred. Reportedly, the "device malfunction" could possibly be a cuff miss or the foot could not be retracted due to calcification. Exact "device malfunction" is not remembered by the hospital because the event occurred so long ago. The method of achieving hemostasis was not provided. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Received information that reported date of event was not (B)(6) 2013. Exact date was not documented by hospital. Estimated date of occurrence (B)(6) 2013. Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.